Event description:
It was reported that the atrial lead had developed an insulation breach/failure. It was noted that the lead had inappropriate mode s witches during interrogation and patient arm twitching. The lead was explanted and replaced. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5024m-58, lead, implanted: (B)(6) 1994. (B)(4).